Manufacturer narrative:
Additional suspect medical device components involved in the event: model/catalog description: 55 cm 2 x 8 lead extension kit. Model: db-3128-55b. Serial: (B)(6). Batch: 5002798. UDI: (B)(4).

Event description:
It was reported that a deep brain stimulation (dbs) patient reached end of battery life (eobl) and experienced a recurrence of pre-existing parkinsonian tremors and speech difficulties. The patient underwent a procedure wherein the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable ipg. Subsequent device testing identified high impedances on multiple contacts of the lead extension, which was then replaced; inspection following removal revealed a fracture. The physician determined that the lead extension fracture led to the high impedances and, in combination with elevated amplitude settings, contributed to earlier-than-expected ipg depletion. The procedure was completed, device was successfully programmed, and the patient had a favorable postoperative outcome. Device analysis was not conducted, as the components were discarded by the physician.